Event description:
During a tfn procedure, the outer sleeve would not advance through the 130 deg aiming arm. The aiming arm was removed and replaced with a 125 deg aiming arm and surgeon completed procedure with no further problem and no harm to the patient was noted.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): clearly visible signs of often and intense use, like nicks, dents and stress marks, all over the device. Especially the sleeve hole has excessive wear marks. The relevant dimensions were checked and no discrepancy was found. The subject aiming arm functions adequately when assembled into a full construct. The engineer was able to advance and retract the sleeve without issues. Without having the respective buttress/compression nut and blade guide sleeve it is difficult to properly evaluate this incident.(B)(4): placeholder.